Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and pelvic mass. It was reported that following insertion the patient experienced infection, odor and diarrhea due to mesh erosion into rectum. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to infection and erosion. (B)(4) ¿bowel problems.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2001 concurrently with exploratory laparotomy with pelvic and diaphragm washings, left salpingo-oophorectomy with frozen section, total abdominal hysterectomy, right salpingo-oophorectomy, plication of the cul-de-sac and resection of slightly ischemic area of terminal ileum with primary reanastomosis; due to pop and pelvic mass. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh removal on (B)(6) 2009 due to infection and erosion. It was reported that the patient experienced infection, urinary problems, bowel problems, and other- plaintiff had pain and other medical issues post surgery and did not know whether they were attributable to the device. It was reported that the patient underwent excision of mesh on (B)(6) 2010. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was implanted concurrently with exploratory laparotomy with pelvic and diaphragm washings, left salpingo-oophorectomy with frozen section, total abdominal hysterectomy, right salpingo-oophorectomy, plication of the cul-de-sac and resection of slightly ischemic area of terminal ileum with primary reanastomosis due to pelvic prolapse. The patient experienced infection, odor and bowel problems. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 and (B)(6) 2010. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced foul-smelling vaginal discharge, bleeding, and urinary tract infection.